Manufacturer narrative:
(B) (4). A clinical review of the reported event determined that insufficient information was provided to physio-control to determine if the use of the device impacted the patient's outcome. It is unclear whether CPR was in progress (no impedance readings); why no connection to patient or other waveforms displayed; and, why customer believes there was no power. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported by the customer that the device would not power on using battery power during a patient event. The patient was not resuscitated. No additional information has been provided at this time.